Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the latch was broken on the ultrasonic air sensor (uas). Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.